Manufacturer narrative:
Upon investigation there was no trend found in the field. Qc release data for the kit batches met specifications. No internal non-conformances have been generated for kit batch 061344. No product or batch non-conformance was identified. The donor sample was returned to roche molecular diagnostics and sequenced. Sequencing revealed the following: (B)(6) sequences covering both gag and ltr were obtained from the sample for gcs case (B)(6). The sample was determined to be subtype b based on the gag sequence that was obtained the gag sequence was aligned to the gag primers and probe of the cap/ ctm hiv-1 test, cap/ctm hiv-1 v2.0 test, and ca-him v1.5 test. The mismatches observed in the primer and probe binding region for this sample are not likely to affect assay performance based on the location and number of mismatches. The ltr sequence from this sample contains several mismatches to the upstream primer binding region of the taqscreen mpx and taqscreen mpx v2.0 test, and the ltr portion of the cap/ctm hiv-1 v2.0 test, these mismatches are likely the cause of the (B)(6) result from the mpx v 1.0 test. None of the ltr sequences obtained in-house by the global surveillance program or available from the ncbi that cover the assay target region contain the same mismatches as seen for this sample. Sequencing analysis indicated that mismatches to the (B)(6) sequence within the sample are likely the cause of the (B)(6) result generated by the cobas taqscreen mpx test. The cobas taqscreen mpx test package insert (m/n 04788397001, revision 5.0, 0./2010), procedural limitations section states that "though rare, mutations within the highly conserved regions of the viral genomes covered by the cobas taqscreen mpx test primers and/or probes may result in failure to detect a virus." (B)(4).

Event description:
A customer site in (B)(6) reported that a donor specimen generated a (B)(6) test result, for (B)(6) when tested with the cobas taqscreen mpx test. The customer reported that the donor specimen was non-reactive for (B)(6) in a pool of 6 as well as a resolution pool of one with the cobas taqscreen mpx test and serology (B)(6) (abbott prism). The sample is also (B)(6) for (B)(6) and (B)(6).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. Note: product code mzf was selected as no alternative / more applicable code is available. (B)(4).